Event description:
It was reported that during central processing, the pk dissecting forceps had an exposed wire at the distal end. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument pass an electrical continuity test. There was no thermal damage or breakage found on the conductor wire. The housing was removed from the back end no damage was found. Additional observation(s) not reported by site: the instrument was found to have thermal damage on the yaw pulley at the distal end. The dislodged conductor wires are unrelated to the thermal damage found on the yaw pulley. This failure is typically associated with mishandling/misuse.